Manufacturer narrative:
Concomitant products - ethicon gynemesh ps gpsll02 / lot tmp223 on (B)(6) 2005, (B)(6) 2012; a boston scientific advantage sling system m0068502000 / lot oml4010702 on (B)(6) 2005, (B)(6) 2012; an ethicon gynecare tvt-obturator 810081 / lot 3621918 on (B)(6) 2005, (B)(6) 2012. A review of the device history records indicated the device was manufactured to specifications. Three devices were produced from this lot number. A review of the cbi complaint database did not reveal any other complaints associated with this lot number. Based on the information provided by the complainant, details regarding a specific correlation between the biodesign surgisis 4-layer tissue graft¿s performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to the lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. A follow-up MDR will be filed if additional details are obtained.

Event description:
The patient was reportedly implanted with an ethicon gynemesh ps gpsll02 / lot tmp223, a boston scientific advantage sling system m0068502000 / lot oml4010702, a surgisis g46612 / lot lb504357, and an ethicon gynecare tvt-obturator 810081 / lot 3621918. The complainant listed procedure dates of (B)(6) 2005, (B)(6) 2012, but did not note which products were implanted on a date. The procedures took place at (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.